Event description:
During routine inspection performed by our distributor in another country, a textile fiber was found on the graft. There was no patient injury as the device never reached the hospital.

Manufacturer narrative:
An examination of the complaint device under magifying glass was performed and confirmed the presence of a textile fiber of 20 mm length on the graft, which does not conform to our product specifications. This fiber should have been evidenced during the quality control operations. This is therefore a human error. During an internal quality meeting, quality control technicians will be informed of this incident and will be instructed to be more vigilant during their inspection.